Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived at the site to address the reported event. Fse replaced all three elution buffers and the 2-way solenoid valves, then performed start-up, and drain flushes. Fse was subsequently able to run twenty patient samples and controls without errors. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The g8 variant analysis mode operator's manual under chapter 6- troubleshooting, states the following: the 101 pressure low- the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. See "chapter 5 section 5.5: pump air removal". Execute manual pumping using the pump key in the main screen (second screen), and open and close the drain valve 2 or 3 times. If the pressure rises when the drain valve is closed, the operation is complete. If the pressure still does not rise or stabilize, execute drain flush again. In addition, confirm that the drain valve is securely closed. The most probable cause of the reported event was due to faulty solenoid valves and elution buffers.

Event description:
It was reported that the customer experienced intermittent low pressure after changing the column on their g8 analyzer. The customer attempted to troubleshoot by performing drain flushes; however, the frequency of the low pressure continued to increase, occurring about every six samples. The sa1c retention time (rt) was 0.59 and column lot number was cj37730. Technical support (ts) instructed the customer to detach the line going into the prefilter housing and turn the pump on for ten minutes, then attempt to run again. The customer called back later to report that the troubleshooting had not resolved the problem. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
(B)(4). Device evaluation: three 2-way solenoid valves were returned for evaluation with no shipping damage. Functional testing for all three, 2-way solenoid valves passed. The reported error could not be duplicated. The most probable cause of the reported is unknown as the reported event could not be duplicated. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.